Event description:
It was reported that the insulin pump alarmed an error and then stopped. It would not deliver a bolus and did not accept the blood glucose values from the blood glucose meter. Assistance was provided and the alarm was cleared. The customer checked their blood glucose twice, but the insulin pump did not register the values. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with an alarm due to bad oscillation remote frequency board. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.